Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the c3 trunk-ipsilateral leg component was constrained and repositioned twice before deploying the device. While attempting to remove the constraining mechanism, the physician felt resistance, it was tight and difficult to extract. The field sales associate (fsa) noticed that while the handle was being removed, only one wire was attached to the handle. The removal stopped, upon looking at fluoro imaging, the physician saw the second wire was severed from the handle. The physician used forceps to grab the severed wire and simultaneously pulled the second wire while removing the handle. The deployed device migrated distally, less than 2 mm, from the intended landing site during the pulling of the constraining mechanism removal. The pt reportedly had a very long infrarenal aortic neck and sufficient apposition. The physician was comfortable with the location and the procedure was completed. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.